Event description:
It was reported that the patient had a possible pocket infection and cellulitis at the pocket site. The patient had drainage/incisional wound opening and the type of infection was unknown. It was unknown if any culture was taken and the date of onset/diagnosis of the infection was not specified. The patient also had pain, redness, and swelling at the device pocket. Antibiotics were administered and the patient was to be vigilant. No diagnostics testing or troubleshooting was performed. There was no alleged product issue and the cause of the issue was not determined. Further information received reported that the infection appeared to be resolving and the healthcare professional was watching it closely. The patient was getting dressing changes and wound care daily at her adult home and was receiving good outcomes at the time of report and was going to be continuously watched. The status of the patient at the time of report was ¿alive- no injury¿. Further follow- up is being conducted. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: neu_unknown_lead, lot# unknown, product type lead. (B)(4).